Event description:
Ra patient reported skin irritation and an operation was performed to determine if there was an underlying infection. It was noted that there was no infection and the irritation was at the site of healed skin suture for the anchor. The irritation is presumed to be due to a residual suture that was not removed. The therapy was not affected as a result of the irritation.